Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) seal was loaded in the device as usual but wouldn't come out of the tube when the surgeon tried to pull it out. It got caught in the tube and he had to try to manually pull it out to start the process but the seal came apart. They had to use a second system that worked perfectly. No harm to patient.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 12/27/2023. An investigation was conducted on 02/08/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the device. The delivery device was returned outside the loading device. The blue slide lock was observed to be off, however the white plunger was not depressed. A mechanical evaluation was conducted on 02/21/2023. The white plunger on the delivery device was able to be depressed with no physical or visual difficulties observed. The seal and tension spring assembly was returned outside the delivery device. There were no cracks or delamination observed on the seal. Measurements of the delivery device were taken; the inner diameter was measured at 0.194 inches, the outer diameter was measured at 0.23 inches ((B)(6)). The length of the delivery tube was measured at 2.51 inches ((B)(6)). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device, the reported failure "activation problem" was not confirmed, however the reported failure "unraveled material" was not confirmed. The lot # 3000262311 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.